Event description:
Patient father reported that her daughter's freedom pump stopped working while she was at the infusion center. He would like a replacement. He does not have any details of the malfunction except that the nurses reported that it stopped working.